Event description:
During the attempt to gain antegrade access to the left common femoral artery, the microwire would not pass into the left superficial femoral artery or the profunda femoris artery. This was due to severe calcification involving the left common femoral artery. The soft tip of the micropuncture wire became embedded into the common femoral plaque and became dislodged from the rest of the micropuncture wire.